Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Cannula malposition was previously reported under MFR# 2916596-2021-00131.

Event description:
It was reported that the patient was having unsustained episodes of ventricular tachycardia (vt). The patient was asymptomatic and their vital signs and labs were stable. Log file review captured low flow events that were not sustained long enough to trigger an alarm. The patient was taken off amiodarone and mexiletine for vt due to gastrointestinal issues. Additional information was received that the patient experienced vt prior to ventricular assist device implantation and was attributed to primacor infusion, however the arrhythmia in this event was thought to be device related. The low flow events were attributed to cannula positioning which was previously reported. Pump speed was decreased. The plan of care for the patient was to continue medications as prescribed in addition to monthly lab work and weekly monitoring of international normalized ratio (inr). The patient was scheduled for a follow up in three months.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that echocardiogram results noted trace aortic insufficiency, moderate right ventricular (rv) dysfunction, and possible thrombus near the outflow cannula. Rv dysfunction was attributed to the inflow cannula being anteriorly placed with evidence of some collapse during systole. It was additionally reported that thrombus was not confirmed as no thrombus was found.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm; however, it was reported that the low flow events were due to an anteriorly placed inflow cannula, which additionally caused moderate right ventricular dysfunction. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of ventricular tachycardia, gastrointestinal discomfort/issues, and valve insufficiency/regurgitation could not be conclusively established through this evaluation. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. A transient low flow hazard alarm was captured on (B)(6) 2021. Elevated pi values were also noted during the low flow event. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication and right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 also warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.